Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not close properly. The surgeon resected the tissue and applied another instrument to complete the procedure.